Event description:
It was reported that the patient experienced a loss of therapeutic effect. Her lead was protruding from her back. The lead felt loose and that it was curling in her back. Each day it felt worse. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).